Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. During inspection and testing, service confirmed a leak at the distal end (tip) due crushing of the distal end cover, and a leak was observed due perforations in the rubber covering. In addition, the image guide bundle was damaged, and the curved rubber adhesive was missing. The insertion tube was dented, and scratches were observed on the insertion tube, control section, switch box, grip, angle levers, up/down plate, universal cord, and scope connector. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had a leak at the tip (distal end). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the white line indicator of the insertion tube was peeled off with the coating. This report is being submitted for the malfunction (coating peeling off) found by service during the device evaluation.